Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The caregiver (cg) stated the patient line was leaking. The baxter technical service representative (tsr) had the cg hit stop, end and cycle power to the hc. The hc then alarmed se 2367. The tsr had the cg cycle power to the hc again and remove the cassette. The cg stated the home patient (hp) would not complete therapy that night because they had somewhere to go soon. The cg disconnected. The cg was transferred back to another tsr. The tsr advised the cg to dispose of all current supplies used except the cassette. The tsr informed the cg to have the hp contact the peritoneal dialysis registered nurse (pdrn) and inform them of his missed therapy. The tsr would send a shipping kit for the cassette and the hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All bags were properly connected. There were no open clamps on unused supply lines. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported problem was confirmed, based on the customer report. However, the root cause could not be determined.this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.